Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified below the knee artery. A 2.5mm x 15mm wolverine cutting balloon was used for endo vascular treatment. During the procedure, upon first inflation the balloon ruptured at 8 atm for 30 seconds. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.